Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: software, 9733686. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while servicing the navigation system, the camera of the navigation system cycled for one minute then returned to functioning as designed. There was no patient present when this issue was identified. It was noted that the issue occurred after replacing the computer on the navigation system.